Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed a variation in longevity. During a previous follow-up, the longevity was showing one year remaining. During the most recent follow-up, however, the longevity was showing 3.5 years remaining. It was noted no settings have changed, and there was no significant change in lead parameters. Technical services noted any change in parameter can change the estimation. The cause for the change in longevity was not confirmed as no data was provided for review. Technical services recommended increased follow-up. At this time, this pacemaker remains in service and there were no adverse patient effects reported.